Event description:
It was reported to philips that the device had failed the therapy delivery test. There was no patient involvement.

Manufacturer narrative:
H3 other text : customer requested remote service.

Event description:
It was reported to philips that the device had failed the therapy delivery test. There was no patient involvement. The customer called and spoke with a philips representative. The customer requested just a replacement therapy capacitor with no engineer evaluation. The technician had to find out afterwards that it was not the capacitor but the therapy board that was defective. The technician ordered a therapy pca to resolve. The customer was shipped a new therapy capacitor. The technician found out after replacing the capacitor that it was the therapy pca that needed to be replaced. The therapy pca was ordered. The device remains at the customer site and no further evaluation is required at this time.